Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device was unable to obtain ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity log showed evidence of the report with entries of a condition consistent with no ECG, but we were unable to confirm if this is the event with the customer. The warnings in the log are very general in nature and do not necessarily represent a device malfunction. The event electrodes were not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.